Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the atw35 device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition the cartridge pan was noted to be dislodged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or an organ resulting in the cartridge to partially disengaging from the channel. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic left lower lobectomy procedure, the doctor felt an unexpected resistance while firing when the device was used on the superior segmental artery at the 1st firing. The doctor clamped prior to opening the device, but bleeding occurred since the staples of the distal end were not deployed. The cartridge was moved forward at the firing and the cartridge pan came off. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? --- 20 ml. Did the patient require a transfusion? --- no. What color cartridge was being used? --- white.